Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device exhibited normal device function and that the patient received cardioversion to treat their condition to restore to normal sinus rhythm.

Manufacturer narrative:
Concomitant medical product: 310c29 tissue valve, implanted (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under reporting of atrial arrhythmias due to the implantable pulse generator (ipg) classifying signals in atrial blanking . The ipg remains in use. No patient complications have been reported as a result of this event.